Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.111.021 lot: t199425 manufacturing site: tuttlingen release to warehouse date: august 05, 2020 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Visual inspection: the compression/distraction instrument was returned and received at us customer quality (cq). Upon visual inspection at cq the reported condition for broken could not be confirmed for the complaint device. Functional test: a functional assessment was performed on the complaint device. All the locking-clamps were working as expected. However, the sliding body showed resistance and wasn¿t translating properly. The wing bolt was jammed during the distraction step. Dimensional inspection: dimensional inspectional was not performed on the returned device due to the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. -distractor compact foot no design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed as the sliding body was not moving properly, the wing bolt was jammed during the distraction step. However, the reported condition for broken could not be confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the compression/distraction device for foot and ankle lever broke. It is unknown when the issue was observed. It is unknown if there is patient involvement. This report is for one (1) compression/distraction instrument. This is report 1 of 1 for (B)(4).